Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the maintenance unit renew mains connection was broken. The issue occurred at preparation for use for an undisclosed procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. However, the cause of the broken power socket was not identified, and no further information was confirmed. Therefore, the cause could not be presumed. Olympus will continue to monitor field performance for this device.